Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that patient was experiencing pain at ipg site due to significant weight loss. As a result, surgical intervention was taken place on (B)(6) 2023 where the physician repositioned the patient's ipg from the patient's left flank to the right flank to address the issue.

Manufacturer narrative:
Correction: section e1 was corrected to reflect current physician information. Correction: d10 - one of the line items should have been scs anchor (x2) rather than scs lead (x2). Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.